Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had to have her implant ¿redone¿ to move the implant lower because the health care professional did not put it low enough originally. This was performed about 2 years prior to the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp who reported they called patient and patient reported they had revision about 2 years ago however was uncertain regarding exact date.